Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g6 sensor and transmitter, then experienced incorrect transmitter pairing on the ilet, with the device displaying ¿start sensor¿ and an incorrect transmitter serial number until guided pairing steps were completed; glucose was reported as high with a peak of 205 and duration outside target for about two hours, and no backup therapy or medical intervention was used. Symptoms included hyperglycemia without loss of consciousness or other acute effects. Outcomes included temporary elevation of blood glucose that resolved after successful cgm pairing, with no hospitalization and no professional intervention. Investigation included verification of transmitter serial number and sensor code, review of cgm connection status on the ilet, and guided re-pairing of the transmitter and sensor. Investigation of this case revealed an initial incorrect transmitter pairing or selection of the wrong sensor type, which was corrected through standard pairing education and troubleshooting, after which ilet glucose readings resumed. It was concluded, based on previously established findings for similar reports, that user pairing error was the most likely cause.